Event description:
The pt was revised because of pain, limited range of motion, poly wear of the insert, and loosening of the femoral component at the cement interface. The cement was competitor's.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database for the depuy femoral and tibial insert components did not show any other reports against the manufacturing lot. The reported cement was a depuy competitor product. The investigation could not verify or draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.